Manufacturer narrative:
During inspection and testing, service found foreign material at the distal end of the device due to insufficient cleaning. In addition, the grip was shaved due to physical stress, the forceps channel was dented due to physical stress, the air/water cylinder and suction cylinder were discolored, the switch box was dented due to physical stress, the right/left knob was chipped and the up/down knob was scratched due to physical stress, there was a leak due to a cut on the bending section cover, the light guide bundle was slipping down, the objective lens was chipped due to a shock from hard contact with another object or surface, the connecting tube was buckling due to handling, the distal end was stained, the adhesive on the objective lens was worn, the distal end was shaved due to handling, there was corrosion around the lever arm, and the universal cord was wrinkled due to handling the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device was sent to an olympus service center for an annual inspection. During inspection and testing, service found foreign material at the distal end of the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical damage of the subject device. The event can be detected by following the instructions for use (IFU) which state: chapter 1 general policy: warning. ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected, including confirmation that there is no leak from the forceps elevator, while raising and lowering the forceps elevator. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.